Event description:
Received eee on the display for 3 days. The customer then went to a routine doctor's appointment where he tested 440mg/dl on the doctor's device and was admitted to the hosp. No treatment information was provided. Requested return of suspect device and replacement was sent.